Event description:
On 7/23/2000 the subject was vomiting with flu-like symptoms and blood glucose levels of 75 (9:00), 78 (12:00) and 65 (14:00) per the pt's one touch profile meter. The subject's physician instructed the pt to take fluids and pop with sugar and not to administer insulin. Later that same day, the subject was taken to the emergency room (ER). A shot was given to prevent vomiting and the subject was discharged. No blood glucose readings were taken at the ER. On 7/24/2000 (10:00) the subject was taken to the dr and the subject's blood glucose per the dr's meter (brand unk) was "high". The subject was admitted to the intensive care unit on 7/24/2000 for the treatment of hyperglycemia with a lab blood glucose of 1800 mg/dl. The subject was discharged on 7/29/2000 and is reported as doing fine.